Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, ¿patient¿s port tubing cracked on b()(6) 2023, and patient had to be re-accessed.¿ no other information was provided.